Event description:
It was reported that a merlin.net transmission exhibited the pulse generator had noise reversion episodes with no noise present. The patient was in-clinic and asymptomatic.

Manufacturer narrative:
.